Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patients left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2013, due to an anterior subcapsular opacity, which was noted on (B)(6) 2013. The patient experienced pain and a blood-shot eye. The patients post-operative best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).